Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: skin deflation, skin reaction. Concomitant medical products: mentor memorygel,425cc silicone breast implant, cat#: 3504251bc sn #:(B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) hispanic female patient underwent a breast augmentation revision with mentor memorygel,425cc silicone breast implants which the patient reported redness on the breast, sharp stabbing pain, hot feeling, later the shape started to change. One breast is more round and the other is deflating on the top of the breast (left) and feel a tear on the left breast implant. Also patient diagnosed on (B)(6)2018 with neuropathy, nipples are getting higher. Patient informed the health care professional craft and was informed it was due to the patients skin. The issue has not been confirmed by the physician. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.